Event description:
It was reported that the customer had a display anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated a remaining amount of battery isn't indicated right. No further details given.

Manufacturer narrative:
The insulin pump had normal operating currents. The battery icon on the display functioned properly. The insulin pump passed the self test. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.